Event description:
A surgeon reported a patient experienced a posterior capsular tear of the right eye after a laser assisted capsulotomy during a cataract procedure. A questionnaire was received from the surgeon. After an uneventful laser assisted capsulotomy procedure, the surgeon noticed a small tear in the posterior capsule during the irrigation/aspiration portion of the surgery and performed a partial vitrectomy. He then completed the case with implantation of a three piece sulcus supported intraocular lens (iol). The surgeon did state the "phacoemulsification was more difficult and was unsure what had happened. "The surgeon did state on the questionnaire that the patients symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).